Event description:
A report was received that a patient was charging, and experienced drainage from the ipg site. The patient had been experiencing trouble with the ipg pocket since being implanted, and treated the wound with antibiotic ointment, but the wound did not heal fully. The patient was explanted by the physician.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation, as they were discarded by the medical facility.